Event description:
Per the complaint, the implant abutment fused to the implant. The doctor was unable to separate, unthreaded impression post from the implant once it was placed and required the removal of implant and placement of a new implant.